Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom): over infusion

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the device was subjected to a visual and functional examination. The device showed a significant clearance of the drive and age-related marks of use. Besides it was slightly contaminated. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. The long term test revealed no abnormalities. Following a delivery accuracy measurement according iec 60601-2-24 was arranged. All measured values are within our specification. Inside several mechanical damages were found. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made. Following is described in the IFU: prior to administration, visibly inspect the pump for damage, missing parts or contamination and check audible and visible alarms during self test. If the pump falls down or is exposed to force, it must be checked by the service department.